Manufacturer narrative:
(B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: while the patient was receiving saline kvo, leakage occurred from the hub of the heplock set, between the IV set and the extension set. The clinician noticed air bubbles going back into the IV set. The nurse stated that the crack in the hub allowed air to get into the IV set. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used 6" extension set, which is part of the primary set, with packaging identifying lot# 61590981 was returned for evaluation. No primary set was returned. The extension set was tested for leakage per specification with passing results. The extension set was attached to a random primary set and primed with normal saline. No air in line/bubbles were observed in any part of the tubing. In addition the iso luer/taper test was performed on all applicable parts with passing results. Therefore, the reported defect was not confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.